Event description:
A nurse reported to baxter (B)(4) that patient adaptor was loose and easily disconnected from the titanium adaptor during the patient use after 3 days. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the problem or any root cause of it as described in the complaint cannot be determined. The returned sample returned did not show any connection problems or leakage. A batch review for the manufacturing lot was not possible since the lot number was unknown. In this case the evaluations did not find any evidence of any problem.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.